Event description:
It was reported that during ICD replacement procedure, dft testing showed a low shocking impedance, but dfts were successful and the lead was left implanted. About two weeks later, the asymptomatic patient presented with oversensing of noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.